Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a home choice (hc) device during dwell four of six. There were no leaks or damage detected. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.